Event description:
It was reported that in central processing, a frayed cable was identified on the fenestrated bipolar forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were undamaged. The conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.